Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 37 mg/dl, 147 mg/dl, 124 mg/dl. Tests were done within < 10 minutes with a difference of 63%. Patient did not experience any adverse events. No further information has been reported.